Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis in a generic plastic bag. Visual inspection did not identify any evidence of failure that may have been obscured by the decontamination process. The guidewire and torquer device were examined, and the guidewire tip was found to be detached. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to procedure.

Event description:
It was reported that the guidewire fractured occurred. A 180x25cm fathom -16 guidewire was selected for use. During an angiography procedure, a guidewire was introduced into a microcatheter. While the guidewire was being advanced through the microcatheter, separation of the guidewire tip was observed under fluoroscopy. No resistance or entrapment was encountered prior to the fracture. The guidewire was removed, however, approximately half of the detached tip remained within the microcatheter. The detached tip was successfully removed from the microcatheter using negative pressure with a 5 cc syringe. A new fathom 16 guidewire was then used to complete the procedure. No patient complications were reported, and the patient fully recovered as a result of this event.